Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the doctor is not willing to disclose certain clinical/medical documentation. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness or excessive forces applied to implant. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. B5

Event description:
It was reported that, after a tka surgery performed on 18-oct-2021, the patient complained of knee pain during his follow up on 29-oct-2021. The doctor reviewed and out that there is fracture line on the bone where the legion posterior stabilized oxinium femoral size 5 right was implanted. Currently patient has knee discomfort.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2021, the patient complained of knee pain during his follow up on (B)(6) 2021. The doctor reviewed and out that there is fracture line on the bone where the legion posterior stabilized oxonium femoral size 5 right was implanted. Current health state of the patient is unknown.